Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had a system error and a x-ray error messages. No pt injury was reported.